Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and undefined pacing impedance was observed on one of the quadripolar left ventricular (lv) lead's electrodes one day post-implant. It was also reported that the lead was not capturing. All other vectors yielded normal values. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.